Event description:
The lay user/ patient contacted lifescan(lfs) in 2009 alleging erratic high readings on his touch ultra easy meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information from the customer service agent. The pt mentioned that he was obtaining elevated readings for the past 3 weeks. Two days prior, the pt tested his blood glucose and obtained a reading of 9.8 mmol/l at 10:00am. The reading of 9.8mmol/l was a high result for him in the morning. Due to the elevated reading, he did not eat any food, since he wanted his blood glucose reading to be lower. At around 3:00pm and 3:30pm, the pt began to exhibit symptoms of feeling shaky, sweaty and tired and his symptoms got worse. He tested his blood glucose at 3:30pm and obtained a 5 mmol/l. The pt ate more food and/or drink as self-treatment and did not seek any further medical attention or contact their physician for assistance. The pt was not tested on another device. The pt continued to take his oral medication on a regular basis. The technique of applying blood on the test strip was correct. The pt had been cleaning the puncture area correctly. The complaint is being reported since the pt alleged that due to the erratic high readings, he decreased his food intake and reportedly developed symptoms suggestive of hypoglycemia afterward and had to self-treat with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.